Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose was 47 mg/dl. The patient treated with a juicebox and glucose tabs. Troubleshooting for the low blood glucose was declined. The insulin pump was not returned for analysis.